Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the programmer did not start properly; programmer was stuck on the medtronic logo screen for about 40 minutes before booting up. After boot up, the programmer was unable to interrogate; programmer seemed to lock up at interrogation. Software was reconfigured and reloaded to resolve issue. It was noted software could not be loaded using the customer provided modem card. Analysis also found corrosion on the mpu (main processor unit) serial connector, system fan was noisy, the handle was cracked, the stylus was missing, white spots found on the right side of display, stressed tab found on the power cord door, screw hole on bezel overlay assembly was broken, screw insert in rear display cover was damaged, and the speaker bracket was bent. (B)(4).

Event description:
It was reported the programmer cannot start properly. It takes 30 minutes to start or totally cannot start and hangs at medtronic logo. The programmer was returned for repair. No patient complications have been reported as a result of this event.